Manufacturer narrative:
Final analysis found a partial lead was returned in three pieces. An external abrasion breaching the svc cables lumen was noted at 12.1 cm to 12.6 cm from the connector pin, consistent with lead friction to another device. Etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.